Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 10-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the lead replaced on (B)(6) 2016 because it was not helping them. The caller reported the ins was replaced on (B)(6) 2018 because the ins also never helped the patient. No device issues were reported. No further complications were reported/anticipated.